Manufacturer narrative:
The device was returned and the evaluation found that the pump will not hold a load.

Event description:
(B)(6) called in with an issue with a rhl450-1 lift they just received in july. The pump is not holding and the patient drifts down.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) called in with an issue with a rhl450-1 lift, they just received in july. The pump is not holding and the patient drifts down.